Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that: "an implant from our depot could not be placed at the (B)(6) hospital before its expiration date."

Manufacturer narrative:
Corrected fields: product available to stryker (d9), reporting contact (g1), clinical signs code grid, and health impact code grid (h6). The reported event could not be confirmed based on the documentation review during the investigation. The affected product was valid at the time of reported event. The incident was reported on (B)(6) 2024 and the product was supposed to get expired on (B)(6) 2025. There was a request raised by the hospital to replace the implant prior to its expiration which is confirmed during communications. This could be due to non-usage of the device during its validity. Therefore, the root cause of the event was attributed to a user preference related issue because the user did not use the device during the time period of its validity and preferred to get it exchanged before the expiration of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Labeling and design review was not deemed necessary for the reported event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that: "an implant from our depot could not be placed at the (B)(6) hospital before its expiration date."